Event description:
Reportedly, telecardiography report was in english and biv markers appears with vv2p.

Manufacturer narrative:
The review of provided data did not confirmed the reported issue, it could not be reproduced. No specific changes that could have influenced this behavior were identified. This could indicate that the problem might be circumstantial or related to external factors. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, telecardiography report was in english and biv markers appears with vv2p.